Event description:
It was reported that two days after implant there was no capture, sensing difficulty, and unacceptable thresholds. Upon removal the lead body was full of blood. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; the analyst noted that there was a cut in the overlay tubing that had the same alignment as the cut in the anchoring sleeve. Polyurethane overlay tubing, by design, is not insulation, and breached overlay tubing would not affect electrical performance. It cannot be determined at this time if the overlay tubing was cut for repositioning attempt or explant; full lead returned and analyzed.